Manufacturer narrative:
Beckman coulter's hotline advised the customer to perform the ccwa wash procedure for all cuvettes and a field service engineer (fse) was dispatched. The fse found wash solution under the reagent probe a, in the cover drip tray. He replaced the a/b reagent valve (970835) to address the leaking issue. He also incidentally replaced the wash collar vacuum valves and two sample syringes. (B)(4).

Event description:
The dxc 600i generated erroneous results on multiple cartridge chemistries for 13 patient samples. Eleven of those results were reported outside of the lab. The customer indicated all physicians were notified. No responses about patient being injured or treatment changes due to the erroneous results were obtained.